Event description:
The physician was attempting to implant a 2.5 mm diameter x 30 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in a pt. While the device was being advanced to the target lesion, the stent of the device moved from its position on the balloon. The device was withdrawn from the pt. When the device was removed from the guide catheter, the stent had dislodged from the balloon. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval results: other (root cause is undetermined due to limited info). (Stent dislodgement). Conclusions: no conclusion can be drawn. Device eval: the endeavor sprint device was returned to the mfg facility for eval. The stent was returned off the balloon. The distal tip was frayed. The stent was stretched and deformed apart from 3 segments at either end of the stent, which were relatively undamaged. Crimp impressions were evident along the balloon.